Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device would not hold the test pin. Therefore, the reported condition was confirmed. It was further determined that the clamps were worn, internal components were corroded and one of the straining ring's pins was missing. It was determined that these issues were consistent with normal wear. The assignable root cause was determined to be due to wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the quick coupling device could not insert the k-wire into the one and did not hold the k-wires. There was a five minute delay in the surgical procedure. It was not reported whether a spare device was available for use. The surgery was completed successfully there was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.